Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak blood was observed from the header of a polyflux 170h during hemodialysis therapy. The volume of blood loss was not known. There was no report of patient injury or medical intervention associated with this event. No additional information is available.